Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient the customer returned the test strips. The test strips and strip vial showed no defects. The returned test strips were measured on reference meters with a high level control sample. The specified target range was 2.6-3.2 inr. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.1 inr. The result from the laboratory within 1 hour was 2.38 inr. The customer's therapeutic range is 2.5 - 3.0 inr. The customer stated he presses on his finger more than usual to get blood; it has become more difficult to obtain blood for the test. There was no allegation that an adverse event occurred. The customer is in good condition. The test strips were requested for investigation.